Manufacturer narrative:
Suspect device: softclix lancet device.

Event description:
Caller states the lancet does not retract into the softclix lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided on where issue was discovered.